Event description:
The customer contacted stryker to report that their device failed a user test and had an event code logged in its memory. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed a user test and had an event code logged in its memory. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the therapy pcba to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed therapy pcb assembly. It was observed that the transistor, designator q7 was electrically shorted.